Event description:
The inlet filter on the pump became stuck in the metal threaded fitting. While attempting to remove the filter, a nurse and physician broke the filter, leaving a portion lodged in the metal fitting and rendering the pump unusable. A company representative evaluated the damage on site and confirmed that the pump was irreparable. Being used and therefore potentially contaminated, the pump was destroyed on site. A replacement pump has been sent.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.